Event description:
It was reported that the patient complained of right testicular pain associated with a local inflammatory state. A polymorphous culture was indicated. The local state is indeed very inflammatory both at the perineal site and the scrotal level. In this context, decision to remove the device. The artificial urinary sphincter (aus) was explanted. A new aus was not implanted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72400024, 772202001, balloon fgs 61-70 cm, device incontinence mechanical/hydraulic. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72400098, 771010005, control pump fgs, device incontinence mechanical/hydraulic. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient complained of right testicular pain associated with a local inflammatory state. A polymorphous culture was indicated. The local state is indeed very inflammatory both at the perineal site and the scrotal level. In this context, decision to remove the device. The artificial urinary sphincter (aus) was explanted. A new aus was not implanted.

Event description:
It was reported that the patient complained of right testicular pain associated with a local inflammatory state. A polymorphous culture was indicated. The local state is indeed very inflammatory both at the perineal site and the scrotal level. In this context, decision to remove the device. The artificial urinary sphincter (aus) was explanted. A new aus was not implanted. Device evaluation as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.